Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for insertion difficulty since the sample was not returned for evaluation. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date: device was not implanted; explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the r2p destination sl guiding sheath was used for treatment using r2p system on a simple lesion in the iliac artery. When a catheter was attempted to be advanced to the lower limbs through the guiding sheath, the catheter was unable to go through the artery due to the patient's vessel shape. The guiding sheath was not used and replaced was with another guiding sheath to continue the procedure. The procedure was successfully completed. The estimated blood loss was less than 250cc. There was no patient injury, medical/surgical intervention required. There was no health damage to the patient. There were no other devices, or equipment used with the reported product.